Manufacturer narrative:
Lumenis investigated the reported event determining the technician received a diffuse burst of reflected laser energy. The initial pulse was a one second burst of 532nm, 150 mw laser energy at the source. An examination of the subject device by a lumenis technical specialist concluded that the wrong eye safety filter was installed on the laser system prior to testing. System device labeling was reviewed and updated with test work instructions to the work instructions for the eye safety filter assembly so that the esf is tested prior to use. Both reports were submitted to the laser safety officer. Additionally, lumenis has submitted an accidental radiation occurrence report to cdrh.

Event description:
It was reported by a lumenis employee that while testing the production of a new vision one laser system at the manufacturing site, the employee test fired the green laser at 150 mw at 532nm wavelength and the left eye safety filter fell off the assembly. The lumenis employee reported that laser light flashed the left eye. It was additionally reported that on the following day the same employee was test firing the yellow laser and sustained a flashback to the left eye. Lumenis had the employee visit two separate ophthalmologists which both reported that no damage to the eyes was sustained.